Event description:
Internal reference: (B)(4).

Manufacturer narrative:
The investigation has been performed by the laboratory on 2019-07-10. During visual inspection no clots or other abnormalities were found. Device history record review result: affected product: basic lot 70127269 and packaging lot 70126949 (serial number (B)(4) ). The avz from 1214914 to 1214923 (dms# 2727310) was reviewed on (B)(6)2019 . There were no references found, which are indicating a nonconformance of the product in question. Thus the reported failure could not be confirmed. Based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
They stated that at 5.2 liters of blood flow, suddenly it dropped in spo2 to 75%. Hls set was changed immediately. After the change, the patient had a spo2 of 91% at 4.4 l blood flow. No harm to the patient. (B)(4).